Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient reported about 4 weeks ago ((B)(6) 2021) the stoma was red and was draining. Patient¿s procedure md performed an unspecified outpatient procedure to cut away some of the skin and patient was prescribed an unknown oral antibiotic for 7 days which improved the symptoms. However, redness and drainage came back 2 weeks after the antibiotic was completed. Patient took a picture, sent it to the md and a stoma infection was diagnosed via physical examination only. (B)(6) 2021 the md placed silver nitrate on the stoma site to heal the tissue. Redness and drainage alleviated. Patient was not prescribed another round of antibiotics.